Manufacturer narrative:
The event year of 2020 was provided. The bwi product analysis lab received the device for evaluation on 10/12/2020. The investigation summary was completed on 10/16/2020. An analysis was performed on the pictures that were provided by the customer. According to pictures, foreign reddish material was observed inside the pebax. This unit was inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) of this device per its part number that indicates a proper manufacturing in accordance with documented specifications and procedures. Based on the information provided, the condition reported may have be origin during procedure; however this cannot be conclusively determined. The customer complaint was confirmed based on the picture received. The product analysis was performed as appropriate in order find the root cause of the complaint. Upon receipt, the catheter was visually inspected and it was found with reddish material and a hole in the pebax. A manufacturing record evaluation was performed for the finished device 30368839m number, and no internal actions related to the reported complaint condition were identified. The customer complaint has been verified. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter where the biosense webster, inc. Product analysis lab observed a hole in the pebax. Inspection of the ablation catheter after the procedure revealed possible blood inside the catheter tip. No sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. No physical damage was visible. No patient consequence was reported. The foreign material inside the pebax with no external damage was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster inc. Product analysis lab received the device for evaluation and observed on 10/14/2020 reddish material inside the pebax and a hole in the pebax. The hole in the pebax was assessed as an MDR reportable issue. The awareness date for this lab finding is 10/14/2020.

Manufacturer narrative:
Initially the event year of 2020 was provided. Additional information was received on 11/16/2020 stating that the event date was 9/3/2020. Therefore, b3. Date of event was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).